Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using the ilet with a teflon infusion set in the abdomen and a freestyle libre 3 continuous glucose monitor (cgm) experienced elevated blood glucose, with a highest cgm value of 294 mg/dl over a little more than two hours. The patient did not confirm with a glucometer. Symptoms included hyperglycemia without reported adverse clinical effects. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included a review of device use, infusion site details, cgm trends, and meal history. Investigation of this case revealed that the hyperglycemia coincided with an unannounced dinner, followed by wine before dinner and ice cream approximately two hours after dinner, consistent with missed meal announcement and postprandial excursions; no device malfunction or alarm behavior was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related due to missed meal announcement and subsequent food and alcohol intake leading to hyperglycemia.